Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow-up, the patient had revealed that the previous month of (B)(6) 2018, they had consulted with another clinic due to their incision site was red, irritated and swollen. Antibiotics were prescribed and completed. The site appeared to be red and irritated during follow-up. The patient denies pain, fever or chills. The patient presented in clinic on (B)(6) 2018; the incision site appeared good and no signs of infection were observed. The patient was stable, asymptomatic and would continue to be monitored.